Manufacturer narrative:
The case videos for the associated case were attempted to be reviewed, however it was found that channel 0 was corrupted, and complete case videos could not be reviewed. Accordingly, a definitive root cause could not be established. The physician does not attribute the patient complications with the use of the monarch system.

Event description:
It was reported that during a monarch bronchoscopy procedure there was patient complications. The patient had severe hypoxemia. The physician hit a vessel. After removing the scope the patient started to hemorrhage. The physician stabilized the hemorrhage with a manual scope and completed the procedure successfully. The chest tube was placed and patient was hospitalized and released.